Manufacturer narrative:
The abbott field service engineer (fse) was dispatched to the account and inspected the analyzer, as well as the associated uninterruptible power supply (ups). The fse found no burnt or heat damaged components and no parts were replaced. The system continued to be operational after the initial smoke was observed and no further observations of smoke or burning odor were reported. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and a review of instrument service. Historical complaint data for the last 79 months (since june 2011) was reviewed and no adverse trend or systematic issue was identified for the issue identified in the complaint. Architect i2000sr analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke or evidence of burn issues were identified and no damaged parts were found during inspection. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer saw and smelled smoke from the architect i2000sr analyzer. No fire or injury was reported. An abbott field service engineer was dispatched to the account and found no burn damage to the analyzer during the initial evaluation. The analyzer boards of the card cage were checked and power source boards and cables were checked. The universal power supply (ups) cable had bent pins and was replaced, however no charring of this part was reported. Startup of the analyzer did not generate additional smoke or burned smell.